Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-14370 a review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Later, healthcare professional reported removal from textured to smooth due to concerns with the product. The device has been explanted and reaplced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as unidentified (tear) opening, broken assessed as surgical damage and missing assessed as inconclusive. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported left side rupture. Later, healthcare professional reported removal from textured to smooth due to concerns with the product. The device has been explanted and replaced.